Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, noted by a blood glucose of approximately 330 mg/dl, after which the user disconnected from the pump and administered subcutaneous insulin via pen; the user reported using teflon infusion sets and acknowledged significant scar tissue at usual infusion sites, with a concurrent sinus infection potentially affecting glucose levels. Symptoms included polyuria and polydipsia without ketones. Outcomes included self-management at home without medical intervention, with blood glucose returning to range and plans to reconnect to the pump after consultation with the endocrinologist. Troubleshooting and education were completed, including discussion of site rotation and potential impact of scar tissue on insulin absorption. Investigation included technical support review and user interview. Investigation of this case revealed no device alarms or alerts and a potential contribution from infusion site scar tissue and intercurrent illness, while the precise cause of the hyperglycemia remained unclear. It was concluded that the event was user-managed with no evidence of device malfunction identified at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.